Event description:
A report was received that the patient was having to charge her ipg frequently. A database analysis indicated premature battery depletion. An ipg replacement was advised.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the ipg due to premature battery depletion. The patient is reportedly well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg battery has been depleting prematurely since the implant. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.

Event description:
A report was received that the patient was having to charge her ipg frequently. A database analysis indicated premature battery depletion. An ipg replacement was advised.